Event description:
It was reported that the patient presented in-clinic for a right-ventricular (rv) lead revision procedure. Previously it was noted that the rv lead exhibited high capture threshold and r-wave amplitude variation. The rv lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Further information was requested but hasn't been received.